Manufacturer narrative:
There was found no signs of impact that could cause the button to be damaged. It was decided to return the part for the additional evaluation at the supplier. The test performed identified: the internal snap dome inside the switch became displaced, preventing it from returning to its neutral position. The other buttons on the same panel remained fully functional. Sum up, based on the available evidence, the unintended upward bed movement resulted from the ¿up¿ button remaining stuck in the activated position due to an internal snap-dome failure. No signs of external impact or misuse were identified. However, the definitive root cause cannot be fully confirmed, as the supplier¿s proposed explanation involving external mechanical impact is unlikely and not supported by the findings. The arjo device failed to meet its specification, as unintended bed movement occurred. The device was not in use for the patient treatment at the time of the incident. The complaint was assessed as reportable due to the allegation of unintended upward movement. No injury was sustained

Manufacturer narrative:
The investigation is ongoing. The suspected part was returned to the manufacturer for further testing on (B)(6) 2025. Further information will be available after the completion of the testing and analysis performed by the manufacturer.

Event description:
The customer claimed that the bed was locked; however still it was still rising on its own. There was no indication regarding the patient's involvement. No injury was sustained. The device was swapped, and it was found that the nurse control panel located on the right-side panel had a defective up button. The button responsible for moving the bed up was stuck in the activated position.